Event description:
(2/5, reference (B)(4) for related complaints) (documenting cassette 1) per medwatch mw5106760: date of report: (B)(6) 2021. Patient's spouse reports since the last two pump rate increase, patient's tubing disconnected three times from connection to the pump with no pump alarms. Asked if this happened with both pumps and spouse said yes. He said the connection is not difficult to make. He did not have the serial number of pumps or lot numbers of cassettes as he was at work at the time. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? No; did we replace device? No; did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes; did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver. Additional information received via email from customer on 25-feb-2022 and attached by ICU medical in complaint: patient information provided and updated in attributes. Pharmacy aware date: (B)(6) 2021. Date and place of event, cadd part number, cassette part number and affected quantity, operator of device, relevant tests/laboratory data, other relevant history, concomitant medical products and therapy dates - all unknown.

Manufacturer narrative:
Corrected data: h3: correction: report source: other / mw5106760. H5: correction: labeled for single use: yes.